Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device ¿ 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device as a bridge to heart transplant. On 25jan2018, the manufacturer was informed that the patient had developed stroke symptoms on (B)(6) 2018. A CT scan of the head on the same date was unremarkable. The next day, the patient had no symptoms when lying supine, but had facial drooping and slurred speech immediately after sitting up at 90 degrees. The echocardiogram showed the pump inflow cannula was touching the anterior septum. The patient's lactate dehydrogenase (ldh) level increased from 367 u/l to 405 u/l and previously was in the low 300 u/l range. No further information was provided at the time of this report.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Two log files with overlapping data, which spanned from 19 jan 2018 to 30 jan 2018, were reviewed. Almost all of the captured events were routine power source exchanges and pulsatility index (pi) events. During the time, the pump power, estimated flow, and average pulsatility index remained stable in the ranges of 4.1-6.2 watts, 3.6-6.1 lpm, and 2.2-7.5, respectively. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The patient remains ongoing on lvad support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event. A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. Two log files with overlapping data, which spanned from 19 jan 2018 to 30 jan 2018, were reviewed. Almost all of the captured events were routine power source exchanges and pulsatility index (pi) events. During the time, the pump power, estimated flow, and average pulsatility index remained stable in the ranges of 4.1-6.2 watts, 3.6-6.1 lpm, and 2.2-7.5, respectively. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended.